Manufacturer narrative:
(B)(4). Batch # t5ez5t. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The test cartridge reload was placed and removed with no issues noted during functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during sleeve gastrectomy that jaws of the stapler bent when removing the staple reload. Surgery was successfully completed. No fragments were generated. There were no patient consequences reported.